Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and prolapse. It was reported that the patient had a concurrent procedure of surgisis es soft tissue graft (mfg. Cook) implanted on (B)(6) 2008. It was reported that following insertion the patient experienced pain, urinary problems, fistulae, recurrence, dyspareunia and neuromuscular problems. No additional information was provided. (B)(4).

Manufacturer narrative:
Reason for surgery: rectocele, cystocele. Concurrent procedures: laparoscopy with open laparotomy, lso, anterior-posterior repair using cook soft graft, lysis of adhesions, cystoscopy.